Event description:
It was reported to philips that the allura system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not start up properly. The rse saw an error message "switching not possible" was displayed in xper module, and the layout was not displayed in flexvision. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the control pc (flex pc) that controls the large screen monitor was defective. The cause of the flex pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flex pc, hard disk and re-installation of software by the fse resolved the reported issue and restored the functionality of the system. After replacements and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.